Event description:
New information received notes that previously device was reprogrammed to solve the issue. However, post-sensed oversensing continued to occur during periods of diminished r-wave amplitudes. Patient was asymptomatic. Recommended additional programming changes were made. Further device reprogramming was suggested. Patient was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up post-sensed t-wave oversensing was observed on stored egm. The patient received inappropriate antitachycardia pacing therapy and hv therapy. Decrease in r-wave amplitude measurement was also noted. Programming changes were made. Patient will be monitored.

Event description:
New information notes that after programming changes, an episode of t-wave oversensing was observed. Programming changes were recommended. Patient was stable.

Event description:
New information received notes that when the asymptomatic patient presented during routine follow-up, post-sensed t-wave oversensing was observed again on stored egm. In one episode, undersensing was also noted. It was discussed that the r-wave is too small to program around. Therapies were turned-off. Since the patient¿s ef has been improved, plan is to perform echo again, remove the device, and cap the leads. No further information is available at this time.

Manufacturer narrative:
(B)(4). Correction: PMA/510(k) # - p910023.

Manufacturer narrative:
Manufacturer report 2938836-2016-00519 and all associated follow-ups should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).